Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with pacemaker device experienced infection or sepsis. The patient arrived in the emergency room (ER) with infected looking pocket. Moreover, a pocket revision was performed and determined extraction was needed. This pacemaker device was explanted. No additional adverse patient effects were reported.